Event description:
The customer reported to olympus that the evis exera lll gastrointestinal videoscope had poor air supply. The issue was observed during preparation for use on a diagnostic procedure. The procedure was completed with a similar device and there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water removal ability did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip and a crack, the adhesive around the light guide lens was peeled, the connecting tube had a dent, the adhesive around the light guide lens was peeled, the protector of the universal cord on the control section side had a scratch, the scope connector had a scratch, the scope connector cover unit had a scratch, the lock engagement lever and knob both had a scratch, the right/left and up/down knobs both had a scratch, the switch box had a scratch, the grip had a scratch, the control unit had a scratch, the suction cylinder was shaved, and the suction cover had a scratch. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer flushed the air/water nozzle with air and water and a detergent solution and wiped/brushed the air/water nozzle with a lint free cloth, sponge, or brush with no reported delays in the precleaning and no abnormalities observed. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-190 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-190 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.